Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose of 55 mg/dl with shaking and sweating during use of the ilet system, and the user self-treated with oral glucose following the 15-gram, 15-minute guidance; the initial cause of the hypoglycemic event was unclear. Symptoms included tremors and diaphoresis consistent with hypoglycemia. Outcomes included resolution of the low glucose after treatment without hospitalization. Investigation included complaint handling review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component issue identified, with user education provided on hypoglycemia treatment despite the unclear precipitating cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.